Event description:
As reported by the user facility: overinfusion. Patients pumps beeping at 1845. Went to check, alarm stating air bubble. Pt has IV amiodarone 450mg/250mls bag hanging. When I looked at the bag, it was empty. When I started the drip, the settings were from the drug library for telemetry, and the pump said 1mg/min-33.33mls/hr, per md order. The infusion was started at 1330. It appears the bag went through 2-3 hours early. Cn and (B)(6) called. Left message with biomed and clinical equipment form completed. Pt asymptomatic. Doctor informed. Infusion discontinued.

Manufacturer narrative:
B. Braun (B)(4). Is submitting a single report on behalf of b. Braun (B)(4), and b. Braun (B)(4). This report has been identified as b. Braun (B)(4). The pump log was reviewed and indicated at 12:34:30 on (B)(6) 2011 the amiodarone was entered with a dose rate of 1mg/min (rate 33.33 ml/hr) and a volume to be infused (vtbi) of 250ml. The pump infused until 12:43:59, at which time the pump was manually stopped and placed in standby mode. The actual volume infused was 4.91ml, or 98.2% of the expected volume. The infusion was started again at 12:48:13 and ended at 17:48:15 due to an air bubble alarm. The air bubble alarm was confirmed and the patient was disconnected from the pump. The actual volume infused was 166.66ml, or 100.0% of the expected volume. The two volumes infused were within the 100% + or - 5% specification. Based on this information, the pump performed as programmed. Volumetric accuracy was tested on the returned pump three times using the customer's bag and line of amiodarone 450mg/250ml provided. Consistent with the log information the testing was performed at a rate of 33.33ml/hr with a vtbi of 171.6ml. The results were within specification at 172ml, 172ml and 173ml. In addition, there was no free flow condition that could be replicated with the door opened or closed. Based on the results of the pump investigation, no conclusions can be made regarding the cause of the reported event. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.